Event description:
Needleless ports on blood lines defective. IV medication was administered via syringe directly into needleless valve on blood line, when the syringe was removed valve did not close over and blood squirted everywhere.